Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using an ilet system after a recent infusion site change and meal, with cgm readings reported over 400 mg/dl and later trending down to 390 mg/dl with a downward arrow; the case was handled as troubleshooting and education completed for high glucose with cause unclear. Symptoms included feeling foggy without loss of consciousness or need for assistance. Outcomes included no hospitalization, no medical intervention, no back-up therapy use, and no ketone testing. Investigation included assessment of cgm trend, review of recent site change and meal timing, and follow-up calls to monitor resolution. Investigation of this case revealed no device malfunction identified, with hyperglycemia considered possibly related to early post¿site change absorption variability or confounding illness history, while the device continued to deliver therapy and the glucose trend improved. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.